Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via remote transmission. Upon review, the patient¿s right ventricular lead exhibited lead noise. The patient was brought into clinic on an unknown date and further lead noise was observed. No interventions have been performed. The patient was stable.

Event description:
New information received on september 24, 2018 indicates that the lead was capped and replaced on (B)(4), 2018. The patient was stable throughout.